Manufacturer narrative:
This device was included in a preservation order due to legal litigation. The case was dismissed/settled in court and the device was returned to boston scientific. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was electively replaced due to an advisory issued on this model device. New information received indicates that the patient has since retained legal counsel and filed a lawsuit. It was stated that this device was made available to boston scientific for inspection. During it's inspection, bubbles in the wire were noted, which claimant believes to be the malfunction noted in the recall.